Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was foreign matter in the bd angiocath¿ plus. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was foreign matter in the bd angiocath¿ plus. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: 1 actual sample without packaging was returned for investigation. Returned sample. The actual sample was subjected to visual inspection. Loose fiber fm was observed on the catheter of the returned sample. Loose fiber fm observed on sample. The sample was sent for fourier transform infrared spectroscopy (ftir) analysis. The ftir results showed that the spectrum of the fiber was found to be cellulose. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. Upon further investigation, the fiber could have been transferred from the manufacturing environment during product handling, assembly process or from the face mask used by the manufacturing associates. Job aid for housekeeping standard in insyte assembly and packaging process had been established. Additionally, the face mask has been changed from the 1-ply mask to 3-ply mask which does not shed. A communication will be conducted to all manufacturing associates to raise awareness on both nonconformance, proper gmp and housekeeping procedures. A CAPA was opened to identify and address the potential causes of the nonconformance.